Manufacturer narrative:
Due to character restrictions, event site telephone: (B)(6). Updated fields: b4, d9, e1(event site telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The cause of the equipment failure was detected and parts were ordered. The 5000h maintenance kit (d040-00-0147) was replaced and the equipment was cleaned and maintained. The equipment was tested and passed all performance and safety indicator tests specified by the factory.

Event description:
N/a.

Manufacturer narrative:
Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, cs300 intra-aortic balloon pump (iabp) displayed automatic inflation failure and the unit was replaced with the another iabp unit to continue the treatment. There was no patient harm reported.